Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 450 mg/dl (aviva) and 120 mg/dl (compact). No adverse event reported. Return of suspect devices was requested and replacements were sent.

Manufacturer narrative:
(B)(4). It was unknown if the initial reporter sent report to the FDA.